Event description:
Same case as: 2184052-2014-00073. It was reported the screws and closure tops were found to be loose post-operatively. The index surgery was performed to treat ddd, canal stenosis and lythesis at l4-l5. Tlif and sequoia instrumentation were implanted at l4-l5. Approx ten months later the construct was extending to include l1-l5. The patient began presenting with increased back pain. One year and three post-operative of the index surgery, all screws and closure tops were reported to be loose. Revision surgery was performed and instrumentation was replaced with a competitor product.